Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Additional information on 11-14-2016: it was identified during a postoperative rx. The button did not exit through the skin at any point. The plate is not on the bone but in soft tissues, doctor will check it and observe by the moment will not going to surgery again. The procedure was not extended. Affiliate responded 12-2-16: doctor will check it and observe by the moment will not going to surgery again. The day of the surgery was (B)(6). The original surgery was successful.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration number is currently unavailable.

Event description:
Femoral fixation of the acl with the adjustable rigidloop system is performed. Postoperatorily the specialist takes a control rx to validate the position of the rigidloop plate and observes that the plate is not supported on the bone but in soft tissues.